Manufacturer narrative:
The physician advised that there wasn¿t any relevant medical history that would predispose the patient to a thrombotic event. Patient died of cardiac arrest. Patient was on dapt. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx rx coronary drug eluting stents (ronyx27522ux) and (ronyx25012ux) were implanted in the ostium /proximal of the ramus. The lesion exhibited mild tortuosity, mild calcification and 100% acute stenosis. Artery diameter 2.75 x18mm. There was no damage noted to packaging. There were no issues noted when removing the devices from the hoop. The products were inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was predilated. The devices did pass through a previously deployed stent. Resistance was not encountered when advancing the devices and excessive force was not used during delivery. During hospitalization a vessel occlusion due to acute stent thrombosis occurred along with a target vessel myocardial infarction (1 day post procedure). Patient expired (B)(6) 2018.

Manufacturer narrative:
Image analysis: two sets of images were provide. Images provided on the 18th july 2018 capture the deployment of a stent device. A deployed stent is visible in the vessel at the end of the procedure. The images provided on the (B)(6) 2018 exhibit the lesion site in the ramus, exhibiting 100% acute stenosis as reported. Previously deployed stent in the proximal ramus is visible. After the insertion of the first guidewire in the vessel there is some blood flow restored. Pre-dilation is evident from the images. A second guidewire is introduced and further pre-dilation is evident. The delivery and successful deployment of a stent device in the ramus is evident. It is unknown whether this is the resolute onyx 2.75x22mm stent or the resolute onyx 2.5x12mm stent. The images then shows what appears to be the delivery of a second stent device, but it is unclear from the images whether this stent was deployed. Post dilation of the stent is visible. The deployed stent is visible in the vessel after the procedure. The images were also reviewed by a medical doctor; stent thrombosis cannot be confirmed from the procedural images and there are no evidence of the stent malapposition or the stent under expansion which can suggest that the stent thrombosis occurred. However, regarding the acute side of the event (patient deceased on the day one post procedure) and the statement of the physician that there was not any relevant medical history that would predispose the patient to a thrombotic event, as well the information that the patient was on antiplatelet therapy, the stent deployment procedure and consequently stent thrombosis cannot be disassociated from the death outcome. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: based on a review of the ivus images, stent under expansion and malapposed struts was observed. On note from the angiogram, the lesion at the ramus was a bifurcation where provisional stenting technique was used, however a proximal optimization technique (pot) was not performed, therefore, it is expected to have malapposition at the proximal part of the stent. Only a post- dilation towards the side branch was done. If information is provided in the future, a supplemental report will be issued.